Manufacturer narrative:
Reliability analysis inspected 1 opened/used enlite sensor and performed bicarbonate buffer test dop114-830. Sensor passed per spec. With accurate readings.

Event description:
It was reported that customer randomly had blood glucose readings of 40 mg/dl. Customer also mentioned receiving a sensor error and a cal error alarm on the insulin pump. Customer's blood glucose reading at the time of the call was 95 mg/dl. No further information reported.